Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.